Event description:
It was reported that the user experienced hyperglycemia while using the ilet with subcutaneous insulin after insulin delivery was stopped during a supply change and remained paused due to an incomplete fill-tubing step, and the user expressed distrust of the pump¿s dosing behavior; troubleshooting and education were completed to review that dosing pauses during supply changes and resumes when steps are completed, and that insulin delivery does not stop solely due to an infusion set expiration alert. Symptoms included high blood glucose with feeling ill. Outcomes included user concern and a request to return the device. Investigation included review of device logs and user interview. Investigation of this case revealed that insulin delivery had been intentionally paused by the device during a supply change and remained paused until the user completed the fill-tubing confirmation, consistent with normal device function. It was concluded that the hyperglycemia resulted from incomplete procedural steps by the user and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.